Event description:
It was reported that during a routine follow up visit, it was noted that the elective replacement indicator (eri) was triggered due to high battery impedance. It was also noted that the device mode and rate have been changed to vvi65. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.